Manufacturer narrative:
One 8.0mm bivona® adult tts¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device was performed using the unaided eye and under normal plant lighting. Additionally, magnification was used to examine the device. Inspection under magnification found damage of abrasion/wear on the device shaft and airway line areas. The abraded/worn area on the posterior side of the tracheostomy tube shaft measured approximately eleven millimeters in length. The damage to the airway line ran diagonally across the line. The observed irregular damage was consistent with the silicone of the device being initially cut which then propagating into a tear. During functional testing, a syringe was used to inflate the device air and the device was submerged in water. Bubbles (indicating a leak) were observed escaping from the cut/tear in the airway line. Investigation was unable to determine the root cause of the observed airway leak; however, no evidence was found to suggest a manufacturing defect.

Event description:
It was reported upon insertion of the bivona® adult tts¿ tracheostomy tube into the patient, the nurse observed the tracheostomy tube was abnormal. The device was removed and it was found that the tracheostomy tube was broken. The tracheostomy tube was replaced. It was reported that no patient injury occurred.